Event description:
It was reported that during a stage ii implant, the doctor noted that the extension looked kinked. It was noted that the extension was connected to the implantable neurostimulator (ins) and an impedance measurement resulted in high impedances. It was noted that the extension was changed out and everything was reconnected. Afterward impedance measurements were all in range. It was noted that the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013,product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_tunnelingtool, product type accessory. Analysis of the extension found that the extension body was not straight new out of the box. Analysis of the tunneling tool found no anomaly.